Event description:
A durable medical equipment (dme) supplier reported that a customer owned bipap pro 2 positive airway pressure device malfunctioned. The malfunction was reportedly associated with thermal damage to the device's enclosure. The device was in patient use at the time of the event. No patient or user harm, injury or intervention was alleged. When contacted by the manufacturer the customer stated the device had been dropped on two occasions. The customer reported they did not return the device for evaluation or service after it was dropped the first time because it appeared to function normally after the drop. The customer stated after the second drop the device would not operate and that the device emitted a burning odor. The customer then returned the device to the dme for return to the manufacturer. When the device was evaluated by the manufacturer the reported thermal damage to the device's enclosure was confirmed. This thermal damage was proximal to a component failure on the device's printed circuit assembly (pca). An internal examination of the device found the bottom enclosure of the device and the pca both contaminated with a white residue. The residue appeared to be characteristic of non-distilled water mineral deposits. The device's flow path and flow sensor were also contaminated with this residue.

Manufacturer narrative:
The manufacturer will file a follow-up report when their investigation is complete.